Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that when he finishes the reading process, and the fifth light lights up, he feels electricity come down the line to the paddle. He stated it feels "like being shocked by a 9 volt battery." No patient complications were reported as a result of this event.